Event description:
Reportedly this pump is in use for pca therapy for a post op hysterectomy patient. The patient is reported to have had an "adverse reaction" while using the pump and experienced an "arrest while on the pump." The hospital biomed. Department reviewed the pumps history after this event and found that the pump performed according to the program. There is no apparent pump abnormality.